Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms followed by effluent pressure low alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. Facility staff attributed the alarms to issues with the patient's access which is scheduled for revision. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.